Manufacturer narrative:
Additional information: occlusion of the patient¿s posterior tibial is reported to be due to the stent dislodgement and the vessel remains occluded. The physician does not plan to intervene again at this time. All other devices used in this procedure functioned as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a visipro 035 stent to treat a lesion in the iliac. The lesion was not pre-dilated. There was no damage noted to the packaging and no issues noted when removing the device from the tray. The device was prepped without issue. A 5/6fr non-medtronic short sheath and a non-medtronic 0.035 guidewire were used for the procedure. No embolic protection was used. The device did not pass through a previously deployed stent. Resistance was not encountered nor was excessive force applied during attempted delivery of the device to the lesion. It was reported that the stent deployed in the posterior tibial artery. The physician finished the case by stenting the illac with a 7 x 60 protégé se stent. The physician also treated the sfa using a hawkone, followed by 2, 6 x 150 protégé stents followed by post dilation using a 6 x 100 device. It was reported that the patient¿s posterior tibial was occluded.